Event description:
It was reported that the image on the 9800 system was grainy and dark. Reboot required to get a better image. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Image resolution and camera tracking checked and were within specification. Explained to customer how noise filter and metal rejection options will improve image quality. The system was found to be working as intended and placed back into service.